Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient was in the office on (B)(6) 2016 for routine follow-up. There were no plans at that time to do any revision. He was stable and doing well at that time.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was experiencing neck pain and difficulty with head movements. The patient is unable to move his chin over his left shoulder due to tightness and pain on the left side of his neck. An x-ray was performed and the surgeon reported that nothing unusual was seen. The neurologist reported that he could see the taught wire appeared in the left clavicular area when the patient turned his head to the left. The rep speculated that the extension may be caught on the suture in the pocket however the surgeon did not believe anything was wrong. Follow-up revealed that the extension was pulling on the implantable neurostimulator (ins) and lifting it up. It is unknown if any surgical interventions have been planned. Additional information has been requested regarding the event date, cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 6000153-2016-00638.